Event description:
The reporter contacted animas on (B)(6) 2012 alleging the "up" "down" and "ok" buttons are unresponsive. There is no additional information available at this time. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1 date of submission 06/01/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/04/2012 with the following findings: evaluation revealed that the keypad rubber was torn and peeling below the ok button extending to the up arrow button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. Evaluation revealed that the keypad buttons were intermittently unresponsive and required several presses to elicit a response. The up arrow button required force to elicit a response. None of the keypad buttons had normal spring back or click. There was evidence of keypad contamination found under the keypad buttons.